Manufacturer narrative:
G4 - PMA/510(k) - unknown a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated the pump was alarming downstream occlusion, clear occlusion between pump and patient. Patient prepared to attach her new cassette with the line to her hickman line, but got an error warning. All clamps were opened and line not kinked. Pump had primed perfectly. Once the customer removed the line from her body, the pump ran with no issue. The customer changed bdq syte, then removed the bdq syte altogether and both times the pump alarmed while attached, but ran while unattached to her body. The customer then attached another pump with the exact same result. She finally used a cadd legacy pump and no issue or alarm. This pump had been now running since approximately 10 am that day with no problem. The patient is female. There was patient involvement.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.